Manufacturer narrative:
Results - is based upon evaluation of user facility information & returned sample, is based upon testing of retain sample. Conclusions - the actual sample evaluation is ongoing, 71 is based upon testing of retain sample. This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00275 to include evaluation results of the return sample as well as the retention sample. The actual sample was returned and evaluated. Visual inspection did not reveal any anomalies. The actual sample was built into a circuit with tubing. The circuit was filled and circulated with saline solution at the flow rate of 5l/min. And the back pressure of 300mmhg. A leak was noted inside the housing on the gas in side. The housing on the gas in side was removed for closer inspection of the inside. The oxygenator module was filled with saline solution and gradually pressurized with a syringe. A leak was noted at the boundary between the fiber winding and the heat exchanger. Visual inspection of the retention sample did not reveal any anomalies. The retention sample was built into a circuit with tubing. The circuit was filled and circulated with saline solution at the flow rate of 5l/min. And the back pressure of 300mmhg. While it being observed for its behavior for 6 hours. No leak was confirmed. Subsequently, the blood pathway was filled with water and was exposed to a positive pressure of 2 kgf/cm2, for 1 hour. No leak was confirmed. The actual sample needs to be further inspected. The conclusion will be reported as soon as the inspection has been completed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for mfg. Report 9681834-2014-00281 to provide the evaluation results of the returned sample.

Manufacturer narrative:
As stated, this report is being submitted as follow-up #3 for mfg. Report 9681834-2014-00281 to include further evaluation results. Simulation testing was conducted to determine the root cause of this incident. An oxygenator sample set to the jig was taken out of the heating cabinet. They were cooled down to the room temperature and then the jig was removed from the oxygenator sample. Subsequently, the sample was subjected to a leak test, drying process, sterilization process, and again another leak test. No leak or no generation of separation in the filled urethane was duplicated on the sample. A second simulation test was conducted. Two current product samples of the involved product code were left respectively under 60 oc and -25oc for 24 hours. Subsequently, the samples were subjected to a compressing force of approx. 65kgf and then leak-tested. No leak was observed on either of the samples. Based upon the available information, the cause for the reported event cannot be definitively determined. The incident may have been related to unique excessive handling and/or extreme temperature changes. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #3 for mfg. Report 9681834-2014-00281 to provide the further evaluation results.

Manufacturer narrative:
This report is being submitted as follow-up #2 for mfg. Report 9681834-2014-00281 to include further evaluation results of the return sample. Also in the first follow up report the narrative stated that this report number was 9681834-2014-00275 that was incorrect the correct number is 9681834-2014-00281. Further evaluation of the actual sample was conducted. In order to locate the leak channel, a colored solution was circulated in the actual sample. The heat exchanger module was removed for further searching for the leak channel. The urethane filled part was found to have been dyed with the colored solution. From this it is likely that the filled urethane had been exposed to an external force and got separated partially. A search of the complaint file going back to the past three years did not find any issue of "separation of the filled urethane". The actual sample still needs to be further inspected. The conclusion will be reported as soon as the inspection has been completed. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #2 for mfg. Report 9681834-2014-00281 to provide the further evaluation results of the returned sample.

Manufacturer narrative:
Terumo has not yet received the actual device for evaluation; however a follow-up report will be submitted when the actual sample is received and a full investigation is complete. A review of the device history record and product release decision control sheet confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that when a capiox rx15 was purged with electrolytic solution during priming, the solution leaked through the oxygen input orifice. There was no patient involvement.